Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a respiratory therapist that there were five cuff leak incidents during patient use with their #6 tracheostomy tubes. The patient was admitted to the hospital for sepsis, large bowel obstruction suspecting ogilvies syndrome, and required intubation. The respiratory therapist stated that, "after 4 days on continuous bipap he required to be reintubated again and was then trached." It was explained that when the tracheostomy tube was filled up with water the pilot runs down the right side where it hits the cuff and it leaked right in the seam. The reporter stated that after the tracheostomy tube was changed to a #7 they have not had an issue. During his stay, the patient had to have his colon decompressed, tracheostomy tube and peg placement. No relevant test or labs. This issue has been resolved. There was no harm caused to the patient. See MFR#s for related complaints: 3012307300-2017-00313, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317.

Manufacturer narrative:
Quantity of related MFR # correction the customer reported that twelve devices contributed to eleven reported events (one device per event). The customer returned six devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the six returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00313, 3012307300-2017-00314, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317, 3012307300-2017-00318, 3012307300-2017-00319, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, 3012307300-2017-00323, and 3012307300-2017-00497.

Manufacturer narrative:
The customer reported that eleven devices contributed to eleven reported events (one device per event). The customer returned six devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the six returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00313, 3012307300-2017-00314, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317, 3012307300-2017-00318, 3012307300-2017-00319, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, and 3012307300-2017-00323. Five bivona® 8.0mm tts¿ tracheostomy tubes and one 7.0mm tts¿ tracheostomy tube were returned for investigation. Visual inspection of the six returned devices was performed with the unaided eye and under normal plant lighting. Inspection found that all devices appeared to have been used and biological matter was observed under the edge/lip of the connector. No obvious visual defects were observed during inspection. After visual inspection, the returned devices were leak tested. Leaks were detected in the device cuffs near the proximal cuff bands. The general area of the leaks were isolated and inspected with magnification. Two of the six devices had small cuts on the cuff located opposite of the airway line; additional abraded marks were located near the cuts. Four of the returned devices had a small cut in the cuff at the top of the airway line; no additional marks were found near the cuts. Investigation was unable to determine the root cause of the observed cuts; however, no evidence was found to suggest a manufacturing defect.